Event description:
A data error alert was reported by the customer. There was no adverse impact to the customer's blood glucose level. The technical support team informed the customer that some history logs might have been erased, although the therapy was unaffected. The customer agreed to continue using the pump for insulin therapy.